Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: none. It was reported that the graftmaster stent would not cross to treat the perforation, which was caused by a non abbott balloon catheter. The perforation sealed by itself without the need for additional treatment. Reportedly, there were no graftmaster stents deployed. The pt was fine after the procedure and was discharged from the hosp on (B)(6) 2010. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned to abbott vascular for investigation. Case severity and pt anatomy influence the occlusion-crossing characteristics of a percutaneous transluminal coronary angioplasty (ptca) device and there are instances where, although the conventional guide-wire succeeds in crossing the given occlusion or obstruction (being necessarily of a small diameter, typically 0.014) the distal portion of the inflatable ptca catheter is unable to follow the wire through the same occlusion or obstruction diameter. Review the device lot history record did not produce any findings relevant to this report.